Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07192. It was reported the patient was experiencing uncomfortable stimulation and pain at the ipg site (reference reg report: 1627487-2019-07194). Reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07192.